Manufacturer narrative:
The insulin pump was received with full segment frozen display and had a constant tone due to faulty component on the mother board; unable to verify unresponsive buttons due to frozen display. The keypad traces and keypad connector was inspected and no anomalies noted. No display ramping on its own anomaly noted. The insulin pump had minor scratches on the lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump had a black screen and was buzzing. The customer stated the insulin pump fell, a black bar covered the screen and it started buzzing. Customer replaced battery and it's stuck on the black screen. The customer stated the buttons are not alleviating the issue nor change the screen when pressed. The customer's blood glucose was 146mg/dl. The insulin pump reset and went back to dark screen. The insulin pump did not alert. After removing the battery, the constant tone and alarm did not disappear. We were unable to continue troubleshooting. Advised customer the insulin pump will be replaced due to black screen that seems to freeze during countdown of a self-test/restart and the constant buzzing tone.